Event description:
It was reported the patient is experiencing an increase in seizures and were hospitalized. Implant card was received reporting that the generator was replaced for prophylactic reasons. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information, initial MDR inadvertently omitted coding.

Event description:
Response was received from the physician. Per physician, the increase in seizures was due to low battery. Seizure levels were noted to be above pre-vns baseline levels.